Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error as this event does not involve a bard device, therefore is not reportable.

Event description:
It was reported that the iap device had a broken inflation port.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the iap device had a broken inflation port.